Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during single anastomosis duodeno¿ileal bypass with sleeve gastrectomy procedure, the firing stopped near at the end of the reload causing an incomplete staple line. They then used another reload to resolve the issue in order to complete the case. There was no patient injury.